Event description:
It was reported the patient was experiencing more tremors (hands shaking). The patient had fallen one week ago off the stairs. The tremors were present whether the system was on or off. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).